Event description:
(b)(6) - SH Device Registry, Patient Site ID: (b)(6). It was reported that on (b)(6) 2026, a 29mm Epic Mitral Plus valve was chosen for redo-surgical mitral valve. On (b)(6) 2026, the patient returned to the operating room due to mediastinitis.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.